Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) distal conductor blood/body fluid (not obstructed); full lead; failed stylet insertion test.

Event description:
Stylet could not be inserted into lead, after, 2 or 3 times in and out. This was reported during the implant procedure; the device was not implanted. No patient complications have been reported as a result of this event.